Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted for unspecified reason having been implanted only two days. No adverse patient effects were reported. As of today the device has not been returned for evaluation. New information received indicates that during the implant procedure the tricuspid septal leaflet evolved during the implant procedure which required cardiovascular repair.